Event description:
Was implanted with essure and for ten months had constant pain and irregular, painful periods as well as joint pain, lower back pain, chronic fatigue, fibromyalgia. Had to have a hysterectomy in order to remove essure, costing me thousands of dollars and quality of life. Four months after my hysterectomy, all that pain is gone.